Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for the implant procedure, the physician was unable to manipulate the lead in the body through an introducer. The physician extracted the lead and passed it down a new introducer, but encountered the same issue. The lead was not implanted and a different one was implanted instead without issue. The patient was stable before, during, and after the procedure and will continue to be monitored.